Event description:
The customer reported that she was hospitalized due to high blood glucose levels over 700 mg/dl. The customer was also nauseous. The customer stated that the insulin pump alarmed motor error prior to the hospitalization. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. No motor error alarms were noted.